Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit received with broken battery tube threads. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 218 mg/dl. Customer also stated that the battery compartment was broken and there was no damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.